Manufacturer narrative:
Block b3 and d6b: approximated based on the year (eight years ago) provided by sales employee. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 17736354. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1132. Serial number: (B)(6). Batch/lot number: 18285556. Model/catalog description: precision spectra ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced lead migration involving the spinal cord stimulation (scs) system. Both leads were explanted due to the migration. The reason for the implantable pulse generator (ipg) explant was not reported. No additional patient symptoms or adverse effects were noted. Postoperatively, the patient was reported to be doing well. The explanted devices will not be returned for analysis, as approximately eight years have elapsed since the procedure.